Event description:
The physician was placing an angioplasty balloon, and the guide wire fractured in the left circumflex. The guide wire remains in the pt. The advancer was not used with the incident.